Event description:
A malfunction was reported with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the customer on resetting the pump, which successfully resolved the malfunction code. The customer was advised to continue using the pump and to report if any issues recur.